Event description:
Spinal anesthesia attempted on pt at 34 weeks gestation with failure to progress in second stage on labor. During insertion of spinal needle the needle broke off and lodged beneath the pt's skin. Needle had to be left there during the c-section and was later surgically removed in or.